Manufacturer narrative:
Additional information was obtained from quality engineer (qe) investigation: while a definitive root cause cannot be established since the product was not returned for failure analysis, the potential root cause of the broken tip can be attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Annex c and d codes were updated based on investigation results.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-jan-2026: the dislocation at the distal end of the instrument resulted to its part being broken. There was no patient injury or harm. The instrument was replaced with a new one to complete the procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 6mm single-port (sp) fenestrated bipolar forceps instrument tip was dislocated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps (from single port system) instrument was analyzed and found to have a dislodged proximal clevis. The dislodged proximal clevis was found at weld 4, the location of the distal main tube. The welds were inspected and appeared to be present on both sides and did not show signs of workmanship or burn-back issues. The distal grip tips were still attached to the instrument due to the internal components, and no material was found missing. Additionally, the instrument was found to have mechanical indentations. The mechanical indentations were found at the where the proximal clevis and disc meet, at weld 4 of the distal main tube. The probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.